Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (specific tesla not reported) followed by discomfort when wearing an external. Surgery to replace the magnet has been completed on (B)(6) 2023. The implanted device remains.